Manufacturer narrative:
The 26mm commander delivery system was returned locked proximal to default position. A guidewire was returned separately. No flex or fine adjust were in used. Visual inspection of the returned device confirmed a radial and longitudinal balloon tear. Procedural imagery provided by the site confirmed significant vessel calcification. Dimensional testing revealed all measurements were within specification. Functional testing was unable to be performed due to the nature of the returned device. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is inspected and tested several times. During manufacturing, the commander delivery system was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst, delivery system withdrawal difficulty through sheath were confirm upon visual inspection. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Imagery confirmed patient vessel calcification. The presence of calcification can create a challenging anatomy for balloon inflation. Additionally, the interaction between the balloon with an existing surgical valve may compromise the balloon wall during inflation, which may have also contributed to the observed burst. Therefore, available information supports that patient (calcification) contributed to the reported complaint event. Available information suggests that procedural factors (withdrawal of a burst balloon) may have contributed to the reported event. Excessive force and manipulation of the delivery system was likely required to overcome the experienced withdrawal difficulties. Such manipulation may have subsequentially resulted in separation of distal tip and balloon. The complaint was confirmed. No labeling/IFU/training inadequacies or manufacturing nonconformances were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
G3: correction 03/26/2021 corrected to 05/26/2021. H10: the 26mm commander delivery system was returned locked proximal to default position. A guidewire was returned separately. No flex or fine adjust were in used. Visual inspection of the returned device confirmed a radial and longitudinal balloon tear. Procedural imagery provided by the site confirmed significant vessel calcification. Dimensional testing revealed all measurements were within specification. Functional testing was unable to be performed due to the nature of the returned device. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is inspected and tested several times. During manufacturing, the commander delivery system was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst, delivery system withdrawal difficulty through sheath were confirm upon visual inspection. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Imagery confirmed patient vessel calcification. The presence of calcification can create a challenging anatomy for balloon inflation. Additionally, the interaction between the balloon with an existing surgical valve may compromise the balloon wall during inflation, which may have also contributed to the observed burst. Therefore, available information supports that patient (calcification) contributed to the reported complaint event. Available information suggests that procedural factors (withdrawal of a burst balloon) may have contributed to the reported event. Excessive force and manipulation of the delivery system was likely required to overcome the experienced withdrawal difficulties. Such manipulation may have subsequentially resulted in separation of distal tip and balloon. The complaint was confirmed. No labeling/IFU/training inadequacies or manufacturing nonconformances were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during deployment of a 26 mm sapien 3 valve in the aortic position via transfemoral approach the commander delivery system balloon burst. The valve was deployed successfully. There was difficulty withdrawing the delivery system and excessive force was required to remove the device. No patient injuries were reported. The cause of the event is unknown.